Event description:
It was reported that during surgery the product didn't work at all. The battery pack got very hot. No information was provided on harm or surgical delay. During device evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Diligence is complete, there is no additional info was noted.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial/final report based on information discovered during the device evaluation. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing and/or design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in japan.